Event description:
The user facility reported that during preparation for a procedure, foreign material was found in the sterilized product. The procedure was completed successfully using a different device. There was patient involvement, no surgical delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that during preparation for a procedure, foreign material was found in the sterilized product. The procedure was completed successfully using a different device. There was patient involvement, no surgical delay, no medical intervention, and no adverse consequences.